Event description:
Complainant alleged that the device displayed "defib fault 78" and "defib fault 80" messages along with an unknown "pacer fault" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.